Event description:
Pain [pain], swelling in right knee [joint swelling], fluid in the right knee/ knee effusion [joint effusion]. Case description: spontaneous report received on 18-may-2010 from a (B)(6) male patient, initials (B)(6), with a history of knee pain and one previous set of three synvisc injections several years ago. The patient experienced swelling in the right knee, fluid in the right knee and pain (nos) after receiving synvisc. The patient received two synvisc injections into the right knee on unspecified dates in (B)(6) 2010. The patient experienced swelling and fluid in the right knee following the first synvisc injection. The patient stated that when he went back to get the second injection of three injections, the doctor had to drain fluid from the right knee before giving the second injection. The right knee "swelled pretty badly" that evening to the point that the patient had to use crutches. The patient went back to the physician the next day and had the knee drained again. The doctor cancelled the third injection and stated that he should not use synvisc ever again. The doctor sent the synovial fluid from the knee from both aspirations to be analyzed. The results did not indicate an allergic reaction. The doctor administered a steroid injection to calm the knee and the patient did get pain relief from the synvisc injections. At the time of this report, the outcome of the patient was unknown. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.